Event description:
An optometrist reported a patient with a corneal abrasion one week post prk treatment after removing the bandage contact lens one day prior. The patient reported pain, tearing, redness and blurry vision. The patient was began on antibiotics for two days along with a bandage contact lens. Upon additional follow up the reporter indicates the abrasion had resolved at two weeks post prk treatment and the patient was doing well; but continues to wear a bandage contact lens. The reporter states this is not normal healing after prk.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatment at this day. The root cause cannot be determined conclusively. (B)(4).